Event description:
A patient called to report that their ultra meter would not power on. Ccr had patient check the batteries and made sure they were good and they are correctly installed (positive + side up). Meter still did not power on. Ccr was unable to resolve the issue. Ccr replaced meter.